Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-jan-2026, it was reported by a sales representative via phone that an ar-1588rtt2-ib fibertag implant button was passed through the cortex and the tightrope broke on the shortened strands and would not tension completely. This occurred during use in a case with no patient effect. The case was completed by using another implant. Delay to case 5 minutes.